Event description:
Patient contacted depuy seeking compensation on (B)(6) 2012. She states that her doctor has informed her that she has very high cobalt and chromium levels. Additionally, she has experienced pain, clunking, and grinding. Patient stated that she would be revised within four weeks of the date she called.

Manufacturer narrative:
This is a duplicate report of (B)(4). This report, (B)(4) will be kept for investigation purposes. A separate followup report has been submitted to reject (B)(4).

Manufacturer narrative:
Updated: event/problem description, brand name, device product code, catalog #/lot #, implant date, date received by manufacturer, PMA/510(k) #, manufacture date. The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- patient contacted depuy seeking compensation on (B)(6) 2012. She states that her doctor has informed her that she has very high cobalt and chromium levels. Additionally, she has experienced pain, clunking, and grinding. Patient stated that she would be revised within four weeks of the date she called. Update 6/18/2012 - patient was revised to address a vertically malpositioned cup, which was causing the head to articulate on the rim. Update: 5/3/2013 - litigation papers received. Litigation alleges leg length discrepancy. A stem is now being reported to address leg length. Date of implant has also been provided.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2394192, bj7hj1000, ab7jl1000. A search of the complaint database finds additional reported incidents against lot code 2424569 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination a complaint database search did find additional related reports against the metal liner and/or femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per (B)(4). A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination(s). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. The adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed. Per wi-3430 it has been determined that should related reports be identified a DHR review is not required. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device(s) was identified. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Ppf, pfs and medical records received. Ppf and pfs alleges injuries, pain, swelling, inflammation, loss of muscle tissue,elevated metal ions, weakness, difficulty standing, legs discrepancy, pseudotumor, metal wear/metallosis, and unable to resume to normal activities. After review of medical records for MDR reportability, it was reported that there is a metallic dark brown,gray colored fluid aspirated from the hip. There is no revision notes provided. Lab result shows above 7 ppb.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 5/13/15-pfs and medical records received. After review of the medical records for MDR reportability, lab results from (B)(6) 2012 confirmed high metal ion levels. No revision operative note was provided. The complaint was updated on:6/1/2015.